Event description:
It was reported that during an unknown procedure the er320 clip released and shot out from jaws before placed on tissue, therefore another instrument was opened. There was no patient consequence.